Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, the control printed circuit board (pcb), pressure transducer printed circuit board (pcb) and expiratory valve coil were found defective. Control pcb contains electronics (including microprocessor) responsible for i.a. For inspiratory pressure regulation which can be used during inspiration time in any mode. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. The movable axis of the expiratory valve coil controls the opening of the expiratory valve by pushing the valve membrane into desired position. The power supply to the coil is regulated so that the remaining pressure in the patient system, towards the end of the expiration time, is kept on the peep level according to user interface setting. The device's logs and the parts were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to control pcb, pressure transducer printed circuit board (pcb) and expiratory valve coil. The correction of field h6 adverse event problem and evaluation codes - health effect ¿ impact codes was required. This is based on the internal evaluation. Previous health effect ¿ impact code: no health consequences or impact///2199 corrected health effect ¿ impact code: no patient involvement///2645

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that multiple parts of the ventilator were defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.